Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The 80-90% stenosed lesion was located in a moderately calcified and moderately tortuous left anterior descending artery. The device was prepped in the normal fashion and no defects were noted. The lesion was not predilated. The 3.5x16mm liberte' bare metal stent was advanced to the lesion and the physician noted that the stent was not on the delivery system. The delivery system, guide and touhy were removed together and the stent was not found. X-ray and full body fluoroscopy was completed twice and the stent was not located. After the second fluoroscopy the physician hypothesized that the stent was most likely lost outside of the body. The procedure was completed with a 3.5x20 liberte' bare metal stent. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.